Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: b5, b7, h6 (clinical code, medical device problem code). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information was received stating: patient received a right knee revision to treat pain, swelling, inflammation, and metallosis secondary to disassociation of the patella button from the metal backing. Upon entering the joint, edema, scar tissue, metal-stained scar tissue, and inflammation was debrided. The femoral component was well-fixed but revised to accommodate the new patella. There was no reported product problem with the revised tibial insert, the tibial tray was well-fixed and retained. The patella was disassociated from the metal backing. The metal backing was well-fixed and showed signs of wear. The patella was revised. The patient received depuy revision products. The procedure was completed without complications. Doi: (B)(6) 2020. Dor: (B)(6) 2025. Affected side: right knee.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available.

Event description:
On (B)(6) 2020, the patient underwent a right total knee replacement. Following this procedure and before revision, the patient began experiencing right knee pain. On (B)(6) 2025, the patient underwent a right total knee revision. Procedure revealed that the hardware failed and was causing metallosis and other infections and structural damages to the right knee. Failure included grossly loose mobile plastic buttons, damaged metal backings, mechanical breakage, loosening, deformation, migration, loss of fixation strength and/or inability to withstand normal physiological loads. The patient sustained injuries, loss of a normal life, incurred medical expenses, pain and suffering, lost wages and earning capacity, and will continue to incur damages in the future. Doi: (B)(6) 2020, dor: (B)(6) 2025, affected side: right knee.

Manufacturer narrative:
Product complaint #(B)(4). Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition, therefore it has been determined that no corrective and preventive action is required at this time. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product is received at a later date, the investigation will be updated as applicable. Added: d10 concomitant.